Event description:
Customer reported the system failed after maintenance and testing. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the motor control board, and power control board. System operates as intended. This MDR is related to ge healthcare complaint.